Event description:
It was reported that an inappropriate shock was delivered due to an atrial fibrillation arrhythmia involving this device. Recommendations were requested from technical services (ts). Ts discussed possibly increasing the shock zone maximum of 250 beat per minute. Ts also discussed considering a review of the system position as high shock values were seen. Additional information noted that the patient received two more inappropriate shocks. The sensing was re-assessed and a warning appeared that the sensing was insufficient. Possible undersensing/oversensing was seen on the electrocardiogram. A request for device data review was needed. Technical services (ts) reviewed the provided device data and noted that insufficient sensing and under sensing may be related to low amplitudes already documented in the smartpass filter episodes. Additional testing was recommended to evaluate the system. Ts also noted that in regards to the recently recorded episodes it appeared that therapy had been delivered due to a rate detected in the ventricular fibrillation zone. Ts provided further recommendations and troubleshooting options. At this time the device remains implanted. The patient alleged discomfort and pain as a result, but no adverse patient effects were reported.